Event description:
It was reported that the patient presented to device clinic for follow-up device interrogation. The patient was admitted for chest pain. The patient was diagnosed with pericarditis, a CT scan was performed demonstrating the lead tip had perforated the right ventricle. The patient was discharged from the hospital to return to clinic on (B)(6) 2019. Upon device interrogation the capture threshold was elevated. The device was turned off and the patient was admitted to the hospital. During the procedure, the existing right ventricular lead was explanted due to helix extension failure after repositioning. A new lead was implanted without complication. The patient was stable pre, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.